Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the rv channel, resulting in six seconds of asystole. It was noted that this was an isolated incident and the patient was asymptomatic and unaware of the episode. All lead measurements were reported to be stable and the noise was unable to be recreated with isometrics, pocket manipulation, or valsalva. A lead revision was to be performed. Boston scientific technical services (ts) were consulted and they reviewed the episode. Ts discussed possible causes, further troubleshooting options as well as programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that a revision procedure was performed. During the procedure, the rate/sense portion of this lead was surgically capped and abandoned. A new rate/sense lead was implanted. No adverse patient effects were reported. The shock portion of this lead remains in service.